Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. Ten days after the onset, the patient was discharged from the hospital and was reported to be recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.